Event description:
Our rep is reporting that a male had and arthroscopic shoulder repair in 2008, with the use of 2 healix anchors for fixation. At some time post operatively, the pt presented with stiffness. The surgeon evaluated and obtained x-rays, which showed a degree of osteolysis had taken place surrounding the areas of both fixation devices. A re-surgery was performed two months later, fixation devices were removed. At this time, cultures were obtained utilizing tissue surrounding fixation devices, as well as, fluid from inside of the shoulder joint. Fluid tested negative, however, culture from the soft tissue indicated infection. Further testing will be completed by the hosp. Devices being returned to mitek for eval. Also see associated MDR 1221934-2008-00373.

Manufacturer narrative:
Mitek is at this point in time awaiting the receipt of the complaint device, and is in the info gathering mode. When all that can be had is had and evaluated, the results of the investigation will be the subject of the follow-up report.